Event description:
The pt had undergone endovenous laser treatment for venous insufficiency in (B)(6) 2014. The pt later reported pain in the right flank in (B)(6) 2014. The pt underwent surgery and a 25cm segment of fiber optic was retrieved from the flank wound. It was reported that the pt has recovered well.